Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with air bubbles and high blood glucose. The patient's blood glucose at the time of incident was 500 mg/dl. Troubleshooting was initiated for the insulin pump. There was no visible damage to the device. The drive support cap appeared normal. There were three air bubbles of approximately a half centimeter in length. The customer has since changed their set and there were no air bubbles in the tubing. The device settings were accurate. There were no significant alarms in the alarm history. A high pressure test was performed and the device passed. The patient's current blood glucose is 300 mg/dl. No products were returned or replaced.